Manufacturer narrative:
Sensor (B)(6) was returned and investigated. No physical damage was observed on the returned sensor patch, and no issues were observed on the returned adhesive. Therefore, the issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported on behalf of (7-year-old child) a customer whose adc freestyle libre sensor fell off after 2 days of wear. The customer was unable to monitor their blood glucose and consequently experienced symptoms of headache and fatigue and was unable to treat themselves. The customer was provided candy and cake by a non-hcp as treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported on behalf of (B)(6) year-old child a customer whose adc freestyle libre sensor fell off after 2 days of wear. The customer was unable to monitor their blood glucose and consequently experienced symptoms of headache and fatigue and was unable to treat themselves. The customer was provided candy and cake by a non-hcp as treatment. No further information was reported. There was no report of death or permanent injury associated with this event.